Manufacturer narrative:
No parts have been received by the manufacturer for evaluation as no parts were replaced. A medtronic representative went to the site to test the equipment. The imaging system passed the system checkout and was found to be fully functional. The medtronic representative reviewed the logs and there were no mobile view station (mvs) logs indicating the mvs was never turned on or plugged in. Imaging system would have been in stand-alone mode and therefore all red xs for components. Unable to replicate alleged complaint and system was functioning normally. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A biomed site representative reported that when this imaging system is booted up, initialization will not progress and all three loading bars have red xs. There was no patient present when this issue was identified.